Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that emergency medical services were dispatched for the customer and were admitted to the hospital on (B)(6) 2020 because the customer was unconscious and had seizure with an unknown blood glucose level. The customer had been using the insulin pump within 48 hours of low blood glucose level. The customer also reported that they experienced cardiac arrest and had low blood glucose levels. The customer had an overnight stay at the hospital. The customer treated low blood glucose levels with glucagon. The insulin pump will not be returned for analysis.